Event description:
Customer reported that the system left monitor is not working. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated the power cord. System operates as intended.